Event description:
On april 10, 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch surestep enhanced meter was displaying inaccurately high readings compared to a calibrated lab result. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B) (6), 2010 between 9:30-11:00pm. The cca documented that the patient manages his diabetes with apidra insulin (self-adjuster). Based on the alleged high meter readings, the patient reportedly changed his usual diabetic regiment by taking an increased dose of insulin on (B) (6), (B) (6), and (B) (6), 2010. Four to five hours after obtaining the alleged high subject meter results, the patient reportedly developed the symptom of 'sweating" for all the dates mentioned. The patient stated that he treated his symptom by self-administering more food/drink on all three occasion. At an unspecified date after the alleged meter issue began, the patient reported blood glucose results of "127 mg/dl" with the subject meter and "114 mg/dl" on a lab blood test, performed within 10-30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <=1 mg/dl per minute or <=20 mg/dl or 20%. At the time of troubleshooting, the cca documented that the unit of measure was set correctly at time of testing. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, increased his medication regiment based on the alleged results, and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.